Manufacturer narrative:
Other text: one device was returned for evaluation with no outward issues found upon visual inspection. Physical inspection, including leak testing was done where it was found that the niibp valve was leaking. It was found that the issue was due to the old age of the device. DHR review was not done as the results of the investigation do not point to initial manufacturing of the device. No other faults were found.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-09697. The report was submitted in error.

Manufacturer narrative:
One unit was returned for investigation. The reported complaint was verified after a leak test was performed. It was found that the valve was leaking which causes the intermittent reading. Root cause analysis is unknown, no DHR review done.

Event description:
It was reported that the device takes blood pressure intermittently.